Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tamper seal - broken *the tamper seal was scraped off the pcu by the pump that was being tested. There was no patient involvement.

Event description:
It was reported that the device had tamper seal - broken *the tamper seal was scraped off the pcu by the pump that was being tested. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of a tamper seal - broken *the tamper seal was scraped off the pcu by the pump that was being tested was confirmed. On 11-december-2025, pcu was received unboxed and with paperwork. External inspection revealed a damaged tamper seal. Root cause: the tamper seal was scraped off the pcu by the pump that was being tested. Recommend bd san diego repair center replace the tamper seal. All units will be re-tested by the bd san diego repair center, then routed through their normal processes. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.